Manufacturer narrative:
Multiple attempts have been made on 28apr2026, 05may2026, and 14may2026 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available. No determination of malfunction could be determined as no response was received from the customer. If new information is provided at a later time, then this case will be reopened and processed accordingly.

Event description:
Philips received a complaint regarding a philips respironics v60 ventilator reporting a ¿check vent: battery fail¿ condition during preventive maintenance activities. The device reportedly would not indicate battery charging status and displayed a battery failure alarm message. The issue was identified while the device was out of clinical use during bench evaluation. No patient involvement or patient harm was reported. According to the customer, multiple philips-approved batteries were attempted; however, the device continued to display the same battery failure symptoms and would not charge the installed batteries. Remote troubleshooting was performed with the customer, and the reported issue could not be resolved through battery replacement attempts alone. Based on the troubleshooting performed, service personnel determined that the power management (pm) board was the probable source of the reported failure condition. Corrective action included recommendation and shipment of a replacement power management (pm) board assembly to the customer location for repair. This investigation is ongoing.